Event description:
As reported by the field clinical specialist, approximately 4 years and 9 months following implant of a 23 mm sapien 3 ultra valve via transfemoral transcatheter aortic valve replacement procedure, the patient was admitted to the hospital in respiratory failure. The valve exhibited stenosis. An echo performed revealed an ejection fraction of 65% , velocity 583, mean gradient 81 mmhg and aortic valve area of 0.5 cm2. An echo performed approximately a year prior admission had reported an ejection fraction of 70%, velocity 328, mean gradient 31 mmhg and aortic valve area 1.5 cm2; a follow up echo performed 3 months later had shown similar results. During admission, the patient had improved in the ICU and was transferred out but then experienced non-sustained ventricular tachycardia (nsvt) and pulmonary edema and steadily declined and passed away.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. Sections b5, b7, g6, h2 and h6 (health effect - clinical code, device code) have been updated. Section b2 was updated with additional outcome. Investigation is ongoing.

Event description:
Per medical records received for the patient, the bioprosthetic valve exhibited worsening aortic regurgitation in addition to aortic stenosis. At the beginning of the admission the patient was recommended to be considered for a valve in valve procedure, however the family elected to change the patient's directive to do not resuscitate with comfort measures only. The patient expired. The final discharge diagnosis was congestive heart failure secondary to acute on chronic valvular heart failure. The principle problem was deemed acute on chronic diastolic heart failure due to valvular disease. The cause of death was not provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and image review findings. Sections g6, h2 and conclusions in section h11 were updated. Section h6 codes were added: type of investigation. Section h6 codes were corrected: device code, investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site. A computerized tomography showed calcification of all 3 sapien 3 leaflets. The valve was noted to be under-expanded at mid-valve. The complaint of calcification was identified based on the provided imagery. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event, as per report the patient has medical history of hypertension, hyperlipidemia, and diabetes mellitus. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors may include patient age, underlying disease state, patient comorbidities (e.g., renal failure, including hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus), and concomitant pharmacological interventions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.